Event description:
This lead was attempted on (B)(6) 2013 but could not advance into target vein. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).